Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via stelo survey that a skin reaction occurred. The report indicated, ¿the second monitor I developed an infection at the site of insertion. Possibly an abscess. On antibiotics.¿ no other event details on the infection were disclosed. The customer did not provide any information for the date of medical intervention with the hcp or date treatment started with the antibiotic (route unspecified). No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional customer or event information is available.